Manufacturer narrative:
(B)(4): macroscopic examination confirms tip of probe broken off, with approx. 3mm of the tip fractured off and returned for analysis. Inspection of tip width and material hardness confirms conformance to print specification. Fracture surface analysis revealed a fairly rough, irregular surface, with no indication of fatigue or torsion. The observations are consistent with bend stress overload.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t4-l3. It was reported that the tip of the gearshift broke off in the pedicle. The tip was removed. No patient complications were reported.